Manufacturer narrative:
Meter was returned for investigation. No defect was detected. Test strips were returned for investigation. Defect was detected. Most likely underlying root cause: rc-69: missing chemistry; user washed strips. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for e-0 error code. The error had occurred more than once. Customer denied having any health issues that could affect her hematocrit levels. Customer was using alcohol on her fingers and was advised to just wash hands with warm water and soap and make sure they are dried. During the call, a blood test was performed by the customer fasting and produced test result of lo using meter; customer declined to perform second test. The customer¿s expected fasting blood glucose test result range is 114 ¿ 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/23/2020 and test strips were opened a few days ago. The customer is elderly and was not able to go through the memory of the meter.